Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the surgeon opened up the neutral 52 e vitamin-e liner, it was noticed that a spec of something was on the implant. They had to waste the implant and opened up another. It was reported that the debris was not embedded into the implant, however just on top of it. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the provided photo shows unknown debris inside of the liner. The debris is loose and not embedded in the device. As the packaging has been opened, the source of the debris cannot be confirmed. This complaint cannot be confirmed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause or condition of the device when it left zimmer biomet cannot be determined, as the product has been opened prior to review. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.